Manufacturer narrative:
(B)(4).

Event description:
The tip of the trerotola device broke off when it entered the soft tissues across the damaged vein wall near the cubital region. An 8 x 50 mm heparinized viabahn stent graft was deployed across the obstruction, excluding the rubber tip from the venous system and treating the obstruction. Its central margin was positioned just peripheral to the medial inflow branch of the upper arm cephalic vein, so was not the preclude the use of the upper arm cephalic vein to create a new fistula in the future if needed. The stent graft self- expanded with no significant residual stenosis. There was no immediate clinical problems.

Manufacturer narrative:
(B)(4). Additional information received from the user facility: "there have been no additional interventions required and the patient is clinically doing well." The customer returned a 5fr ptd catheter for evaluation. The catheter was returned with the basket advanced out of the sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip and was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material was twisted and folded over the connector, indicating a stress related tear. The basket was able to advance from the sheath body as expected. All the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The remaining portion of the black pebax tip attached to the basket measured approximately .118" in length. Therefore, at least 0.3976" of the tip is missing based on the tip length specification of 0.5156"-0.5626" per ptd basket product drawing. The ptd basket was able to advance and retract from the sheath with minimal resistance. The ptd basket was able to rotate as expected when attached to a lab inventory rotator. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared twisted and folded over, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. A CAPA was previously initiated to further investigate this issue. However, this lot was manufactured in march/april 2019 which is after all corrective actions were implemented in december 2018. A non-conformance request has been initiated to further investigate this issue.

Event description:
The tip of the trerotola device broke off when it entered the soft tissues across the damaged vein wall near the cubital region. An 8 x 50 mm heparinized viabahn stent graft was deployed across the obstruction, excluding the rubber tip from the venous system and treating the obstruction. Its central margin was positioned just peripheral to the medial inflow branch of the upper arm cephalic vein, so was not the preclude the use of the upper arm cephalic vein to create a new fistula in the future if needed. The stent graft self- expanded with no significant residual stenosis. There was no immediate clinical problems.